Manufacturer narrative:
The condition of the returned unit was consistent with the complaint incident. A visual and microscopic examination found that the stent had moved approx 4mm distally and the tip of the device was slightly flared. The stent movement is consistent with the delivery system encountering some form of restriction. The tip damage is consistent with guidewire movement during attempts to cross the lesion. Also, the hypotube had broken approx 10.4cm distal from the catheter's strain relief and there were kinks along the entire length of the hypotube. This hypotube damage is consistent with excessive force being applied to the delivery system. A recommended sized product mandrel (0.014 inch) was inserted through the lumen with no restrictions noted. The balloon section of the device was visually and microscopically examined, and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The mfg records have been reviewed and no issues or discrepancies were found. The most probable root cause for this event is operational context due to the likelihood of anatomical and or procedural factors encourage to the reported event.

Event description:
This complaint is now reportable based on the analysis. It was reported that during a coronary drug eluting stenting treatment procedure, the stent could not cross the lesion. The 90% stenosed, moderately tortuous and calcified atrio-ventricular branch or posterior descending artery lesion. The physician did not predilate the lesion before attempting to implant a taxus express2 2.50x24mm drug eluting stent. The stent delivery system (sds) was unable to cross the lesion. However, in one of the attempts to cross the lesion, the shaft of the device kinked. The physician removed the stent delivery system device out of the pt and completed the procedure with another device. The pt status is good. However, the returned product revealed that the stent moved on the balloon.